Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), nausea ("nausea") and vomiting ("vomiting") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, anaemia, nausea, uterine leiomyoma and vomiting outcome was unknown. The reporter considered anaemia, menorrhagia, nausea, pelvic pain, uterine leiomyoma and vomiting to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date (B)(6) 2006. Received treatment for pelvic pain, abdominal pain, menorrhagia, anemia, nausea, fibroids, vomiting. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, menorrhagia, anemia, nausea, fibroids, vomiting. Lab data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.